Event description:
A customer reported experiencing a cgm error 42, which was related to a g7 sensor issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset instructions and guided them through the process. After the reset, the cgm error did not reappear, and the customer successfully started a new sensor session.